Event description:
It was reported that the patient experienced syncope and was hospitalized. Pauses in the patient's pacing as a result of ventricular oversensing were noted. The device was reprogrammed. The patient was later discharged from hospital and would be monitored in clinic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.